Event description:
This device was implanted on (B)(6) 2016 and was explanted on (B)(6) 2018 due to infection with erosion. Procedure form received on 06/07/2018 stated that the patient reported issues with recurrent staphylococcus infections, and has been hospitalized at metro for an extended period prior to her hospitalization at (B)(6) hospital. The infectious agents were reportedly different in each case, streptococcus at metro and klebsiella at (B)(6). Additionally, patient reported that she has had ICD therapies but they were inappropriate. The physician was dr. (B)(6) at the (B)(6) foundation in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).